Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed by engineering and it was determined that the device had entered ble lockout due to abnormal usage. The abnormal usage was triggered due to multiple failed connection attempts. This behavior is per design specification.